Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 300-30-07 - equinoxe preserve stem 7mm, (B)(6) 320-06-42 - glenosphere 42mm, (B)(6) 320-15-01 - eq rev glenoid plate, (B)(6) 320-15-05 - eq rev locking screw, (B)(6) 320-20-00 - eq reverse torque defining screw kit, (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6) 321-52-07 - 3.2mm drill bit sterile.

Event description:
As reported, approximately 2 years and 1 month post the initial left reverse total shoulder arthroplasty, the patient was revised due to the poly being disassociated. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.